Event description:
At the end of the craniotomy procedure, second assist pa-c (provider) was closing the skin with a skin stapler. The stapler misfired. Provider attempted to fire again to release the staple and multiple staples deployed. Tried cleaning the stapler and testing on a towel. Stapler continued to misfire. Staples needed to be removed from patient. Misfired staples were removed from patient. New stapler was used to close skin. Surgeon was notified who assessed patient's skin and nothing further needed, no apparent harm.